Manufacturer narrative:
This report is submitted on oct 06, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site and subsequently, was treated with a topical ointment (date and duration not reported).